Event description:
It was reported by the physician that the patient's vns had been signaling erratically and that her device had high impedance with a dc/dc = 7. Additional information was received indicating that the high impedance was first observed on (B)(6) 2012. Manipulation and trauma were not suspected and x-rays were not performed. Patient diagnostic history was provided from (B)(6) 2011, indicating that the impedance on that date was normal. The device was disabled on (B)(6) 2012.

Event description:
Additional information was received indicating that the patient has been referred to her initial implanting facility for further evaluation of the issue.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.